Event description:
Patient stated he was involved in a car accident which, as a result, required him to have back surgery on october 28,1997. He was implanted with titanium spine plates and screws. The patient states he was doing fine until 3-4 months after initial surgery. X-rays taken at that time revealed he had 2 broken screws. All hardware was removed and replaced on 02/28/97.